Manufacturer narrative:
It was reported that there was a low leak-co2 rebreathing risk failure. Per good faith effort (gfe) response received 30oct2024, the device is out of warranty and the customer did not want to pay for repairs. The device is out of warranty and the customer did not want to pay for repairs. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address state: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a low leak-co2 rebreathing risk failure. It was reported there was no patient involvement at the time the issue was discovered. It was reported that there was a low leak-co2 rebreathing risk failure. The investigation is ongoing.